Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The lead connector exhibited extrinsic damage, and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead pin was inserted into the device, but the lead pin became stuck. It was determined that the lead pin was damaged during the tunneling process, and as a result, it could not be removed from the device. The device and lead were not used, and another device and lead were implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead pin was inserted into the device, but the lead pinbecame stuck. It was determined that the lead pin was damaged during the tunneling process, and as a result, it could not be removed from the device. The device and lead were not used, and another device and lead were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.